Event description:
The atrial fibrillation procedure with radiofrequency ablation was canceled. During the procedure, there was no communication between the workmate claris amplifier and the cpu. Troubleshooting included several restarts of the amplifier, the cpu, and the power supplies of the ethernet converter and the amplifier cart with no resolution. The power cables were checked and the fiber optic cable was changed with no resolution. The procedure was canceled. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One workmate¿ claris¿ amplifier 56 channels was received for evaluation. When power was applied, the amplifier lacked a beep, indicating an unsuccessful post (power-on-self-test). The sbc (single board computer) was temporarily replaced with a known-good unit, which post was successfully completed. Based on the information and investigation provided to abbott, the root cause was isolated to the sbc. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.